Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported did not alarm a downstream occlusion, which was confirmed during evaluation. The cause was determined to be an out of calibration force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for a downstream occlusion during patient therapy of oxaliplatin (dose, programmed amount and delivery rate unknown). The patient had a simultaneous infusion of oxaliplatin and leucovorin, therefore two pumps were infusing through the same insertion site. On returning from the bathroom the nurse checked the patient's oxaliplatin infusion and noted that the tubing was bent and the infusion was no longer flowing despite the device pumping mechanism. The pump did not alarm to indicate that there was a downstream occlusion. Normally the infusion of oxaliplatin should have taken 2 hours but instead lasted 2 hours and 44 minutes. There was no known patient injury or medical intervention associated with this event. No additional information is available.